Event description:
See also manufacturer reports 2032545200703918 and 2032545200703920. The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but did not deploy from the delivery system. The capsule was pulled off of the esophagus upon removal of the delivery system from the patient. Two other attempts were made with new devices which had the same failure. This was the second attempt. The patient experienced minor bleeding which required no medical intervention.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.